Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
The consumer stated the lift was provided the lift will lower with weight upon it.